Manufacturer narrative:
.

Event description:
It was reported that the surgeon attempted to insert an aq2003v silicone three piece lens was torn while advancing in the injector. There was no patient contact.